Event description:
In 2007, the patient had a lap band procedure. She had very good weight loss approximately 80 pounds. She began to develop a leak in her band which would not hold saline. The patient underwent a fill in 2008 at which time there was no saline that was able to be withdrawn prior to her fill. She was filled to 2.7 and had a good restriction. Within 3 to 4 days of this fill the patient stated she had no restriction. On eight days later, the patient underwent a fluoroscopy. The source was unable to be identified; therefore, surgery for replacement was done on approx one and a half months later.